Event description:
It was reported that the rv lead was capped due to unacceptable thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Evaluation summary: the device did not meet expected longevity. Analysis confirmed the device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Other: it was reported that the rv lead was capped due to unacceptable thresholds. No patient complications were reported as a result of this event. The device was returned for analysis after being explanted for normal battery depletion indicators. The device subsequently tested out of specification during mfgr's analysis. No conclusion can be drawn. High threshold.

Event description:
It was reported that the rv lead was capped due to unacceptable thresholds. No patient complications were reported as a result of this event. The device was returned for analysis after being explanted for normal battery depletion indicators. The device subsequently tested out of specification during mfgr's analysis.